Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
Customer reported her insulin pump has been alarming no delivery during prime. The issue has been occurring for a year. She has to change her infusion set multiple times to clear the alarm. The device alarmed no delivery this morning. Customer's blood glucose was 111 mg/dl. Customer wants the device replaced. A replacement insulin pump was sent. Nothing further reported.